Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
The recipient device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly discarded and will not be returned for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.